Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the device exhibited oversensing in the way of noise on the tracing. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device exhibited oversensing in the way of noise on the tracing. The device remains in use. No patient complications have been reported as a result of this event. 2014-(B)(6) it was further reported that the device was removed. No patient complications have been reported as a result of this event.